Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 465 mg/dl. Customer¿s current blood glucose level was 215 at the time of incident. The customer also reported other blood glucose values such as over 400 mg/dl, 124 mg/dl. The customer treated for high blood glucose with manual injection and insulin pump. The customer was reported that the auto mode was on. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did allege underdelivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer "was" reported that the insulin pump failed high pressure test. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.